Event description:
Related manufacture reference number: 2017865-2022-01616. Related manufacture reference number: 2017865-2022-01618. It was reported that the patient presented remotely. Pocket infection was identified through discharge of liquid from skin. The pacing system was explanted on (B)(6) 2022. The physician alleged that the infection was procedure related. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not provided.